Event description:
Patient administered a one unit bolus from her insulin infusion pump when her blood glucose level was 369 mg/dl. Three hours later she administered a three unit bolus when her blood glucose tested at 413 mg/dl. By the time she was admitted to the hospital her blood glucose level had come down to 163 mg/dl.